Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] called on friday reporting that 3 airlife drivers were reported to have had "fluctuating fio2". The rts noticed that all of a sudden (three airlife drivers are positioned in a pod... Sharing wall) on all three drivers, the fio2 was fluctuating high and low causing the alarm to sound with every fluctuation. Respiratory called their sales person [name removed] and she explained that they needed "regulators". I explained to him about what causes "fluctuating fio2" and explained how the regulators can help. He explains that he cannot duplicate the complaint. These three drivers are working fine now and have been put back into service (serial numbers not known). I explained to him that it sounds like it was random event then since these three drivers were sharing the same wall (gas source). I suggested placing regulators on all their drivers to prevent this from happening in the future. I reminded him of the importance of regular filter replacements as a dirty filter can aggravate the condition."

Manufacturer narrative:
(B)(4). Carefusion has identified that the delivered fio2 change can occur due to fluctuations in the inlet gas pressure delivered by the user facility's wall gas system. The device will alarm either "high fio2" or low "fio2" depending which way the inlet gas pressure has fluctuated, up or down. The device detects these fluctuations and adjusts the gas blending accordingly, to return the device to the set fio2 level which may take a few seconds. Carefusion has determined that the use of an external pressure regulator will eliminate these inlet gas pressure fluctuations. Carefusion shipped the user facility an external pressure regulator to address the issue so that the device can be returned to service. At present, based on the unit performance, the activation of both audible and visual alarms. Risk associated with this event has been identified as alarp.